Event description:
The tech alleged the head end brakes would not hold. No pt impact.

Manufacturer narrative:
The tech found the head end brake rod linkage had become disconnected. The tech reconnected the head end brake rod linkage to resolve the issue.